Event description:
A cyst was noted on the lateral ankle of the right foot approx six months post lateral collateral ligament repair with orthadapt augmentation. Bioimplant explant following diagnosis.

Manufacturer narrative:
The product was not returned to the MFR for eval. As a result testing could not be performed. Cause of the event is unk at this time. Additional info was requested from the physician; however, no additional info was provided at the time of this report. A review of the device history record (DHR) indicated the device identified in this report met all mfg requirements. The MFR of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.